Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, a code 1010, indicative of previously stored therapy history data being corrupted and deleted, was displayed. The patient's underlying rhythm was found to be in the 40 beats per minute (bpm) range. Technical services (ts) was consulted, and device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. Further information was requested regarding product return status.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.